Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that 29 months post implant of a bifurcated device and a suprarenal aortic extension an endoleak was identified. Reportedly, the patient came in for a follow up and a computed tomography displayed a tear on the bifurcated device. The physician chose to reline the main body with another bifurcated device. A final angiogram was done and displayed resolution of the endoleak. The patient is doing fine.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU due to the bilateral iliac artery angulations of greater than 90 degrees. Cautionary product use conditions that might have contributed to this event included the severe calcifications at the bifurcation and bilateral iliac arteries. The patient's use of antiplatelet and anticoagulation therapy might have contributed to this complaint due to the increased risk of bleeding complications. There was also evidence of aortic remodeling due to the severe angulations of the iliac arteries. There was substantiating evidence of a type iiib endoleak thirty months post implant, with a partial stent collapse at the bifurcation. The secondary procedure and its procedural success were substantiated by a still photo. The final patient outcome was not known due to lack of information, however, it was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A root cause could not definitely be determined, but the severe calcification at the bifurcation and bilateral iliac arteries, which reflects off-label use of the device, is the likely cause. The bilateral iliac artery angulations of greater than 90 degrees could have contributed to the anatomical remodeling.